Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed "err-121 call tech support". No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and firmware errors were observed. The reported event of the receiver displaying "err-121 call tech support" was confirmed. A root cause could not be determined.